Event description:
Using the boston scientific model 3120 zoom cardiac device programmer to evaluate an ICD. During a routine evaluation, the programmer initiated a stat shock that was unnecessary. There was no way to abort the shock. This was reported to boston scientific, and the feedback was that this has only occurred 10 times across the nation, and no resolution was offered with regard to trying to prevent the patient from receiving an inappropriate shock. Once this occurs, we were instructed to report to boston scientific, and they would replace the programmer, but only after a patient has received an inappropriate, programmer initiated shock. Diagnosis or reason for use: history of ischemic cardiomyopathy and cardiac arrest; is the product compounded? No; is the product over-the -counter? No.